Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a hip patient due to an exter stem fracturing at the neck. I believe the primary procedure was performed around 10 years ago. Following 10 years of being in-situ the stem has fractured. I do not believe there was any trauma-related incident that can be identified as causing this fracture.

Event description:
Revised a hip patient due to an exter stem fracturing at the neck. I believe the primary procedure was performed around 10 years ago. Following 10 years of being in-situ the stem has fractured. I do not believe there was any trauma-related incident that can be identified as causing this fracture. Update: I believe the primary procedure was performed around 10 years ago. Following 10 years of being in-situ the stem has fractured. I do not believe there was any trauma-related incident that can be identified as causing this fracture.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem has fractured at the neck. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem requiring revision. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. Visual inspection of the returned device indicated that the stem has fractured at the neck. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem requiring revision. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.